Event description:
Reportedly, the procedure was sub total gastrectomy (distal side of the stomach). The surgeon used the ligasure atlas for removal of the lymph nodes, and then the operation was finished. After that, hemorrhagic shock was confirmed, then opened again the abdominal cavity. Bleeding occurred at the part, which might have been coagulated with the ligasure atlas, of gastric artery. The surgeon felt that on the way of coagulating the jaw had adhered to the tissue more than usual. The amount of bleeding during the operation was about 5500 cc. Procedure: gastrectomy.